Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a stator not on error message. This likely resulted in a non operational system and/or a shut down without command. There was no report of a pt and/or customer serious injury or death.